Event description:
New information received notes the rv lead exhibited oversensing of noise, the patient was dependent. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise reversion episodes was observed via merlin.net transmissions that look like lead noise, opposed to electromagnetic interference (emi). Further testing was recommended.

Event description:
New information received notes the physician elected to continue monitoring the patient. No patient consequences.